Manufacturer narrative:
H3: a manufacturer representative went to the site to test the equipment. It was reported that the emitter instrument interface was replaced. The navigation system then passed the system checkout and was found to be fully functional. H6: additional review indicated codes d15, b17, c20 are no longer applicable to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient interface box was malfunctioning prior to starting an em shunt placement case. The healthcare provider (hcp) grabbed the patient interface box from another system at the account to continue with the case. However, since they did not work on loading the images to this system until they knew it was going to work for the case, they delayed working on anything else until the patient interface issue was resolved. It took 30 minutes to replace the patient interface with a working unit so they could continue prepping for the case. The site indicated that there was no damage on the patient interface, and that they did not know why it wouldn't work. There was no delay. There was no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825r, serial/lot : -, ubd:unknown, UDI:unknown h3 and h6: no products have been returned to medtronic for analysis. Codes b17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: the em interface, lot number: 60300631, was returned to the manufacturer for analysis. The em interface was found to have an electrical fault. Upon testing, the em interface faulted immediately when plugged into the lat station and would not connect for the emtest. The amber fault led was illuminated when powered on. The reported event could not be duplicated by medtronic personnel. Codes b01, c02, and d02 are applicable to this hardware analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.